Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a nucleus 18mm balloon. During first deployment attempt, the valve infolded. The team decided to replace the valve and delivery catheter system (dcs), and the procedure was completed successfully. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012077992); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that a misload was not identified during the fluoroscopic load check. Approximately a 10 minute procedure delay occurred as a result of the infold, which was time needed to open and load the replacement valve. According to the physician, the patient's aortic calcification contributed to the infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: e1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via fedex from galway rpa lab in return kit. The jar was filled with cloudy 0.2% glutaraldehyde solution. The valve had a lot of coagulated blood all over the valve. The valve was in a partially crimped condition and dry. All leaflets were flexible and intact with signs of creases possibly associated with the crimping and recapturing process. Leaflets l1-l2-l3 appeared open. All commissures appeared intact. The valve was submerged in a warm saline bath; valve frame reset. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed; no issues were noted. Image review: 1 fluoroscopic cine loop of the pre-balloon aortic valvuloplasty (bav) and implant procedure was provided for review of the event described above in the first sequence, a severe leaflet calcification is visible. Another image shows the pre-bav and in another image, a bioprosthesis infold is clearly recognizable. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.